Event description:
Event description guidant received information that the local guidant representative was unable to establish telemetry this implantable cardioverter defibrillator (ICD) despite using different programmers. The device was explanted and returned to guidant for analysis.